Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility called because patient will admit this afternoon. He has a compressor. Respiratory therapist does not have model or serial number . Wife states mask has been broke for about 3 months.